Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with an infection of his artificial urinary sphincter (aus) and erosion of the urethra. The aus was previously removed and the infection was treated. The patient returned for the re-implant surgery of a new aus. There were no further patient complications.